Event description:
Per the audiologist, the patient experienced a decrease in performance after a fall and impact to the head at the site of the implant. The results of in integrity test 2009, indicate multiple electrode anomalies. Explant and reimplantation is planned but had not taken place at the time of this report august 4, 2009.